Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that contribute to the inability to retract the foot, include, but not limited to tissue or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The treatment appears to be related to the circumstances of the procedure. It is unknown if the reported violation of the IFU contributed to the reported difficulties. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 medical device problem code: 2017 - failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of a calcified left common femoral artery using the pre-close technique, via a 6f sheath hole, prior to an endovascular aneurysm repair (evar) procedure. Femoral imaging was not performed. Reportedly, 1 proglide suture was successfully pre-placed. With the second device, the foot jammed [difficult to close] making the device difficult to remove. Multiple attempts were made before the device was simply withdrawn manually. The sheath was upsized to a 16f and the evar procedure was completed. Hemostasis was achieved with the single pre-placed suture and manual compression. There was no adverse patient sequela and no reported clinically significant delay to the procedure or therapy. No additional information was provided.